Manufacturer narrative:
Summary evaluation: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted; the circular seals were cut. The envelope seals and cannulas appeared intact. The obturators were received. The condition of the devices precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seals may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, air was leaking from the trocar. A buzzy sound was generated when surgical instrument is pulled back through the trocar. It occurred after 1 hour after the start of the operation. There was no patient injury.